Manufacturer narrative:
Block b3: exact date approximated, event occurred a week prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that one of the patient's leads was cut during a non device related procedure. The leads remain implanted in the patient's body.